Manufacturer narrative:
The returned lead was thoroughly analyzed. The lead was visually, mechanically, and electrically checked during the analysis. During the visual inspection, cuts were found in the insulation that are probably a result of the explantation process, as is also described in the clinical complaint. In the further course, a bent is-1 connector pin was identified. The analysis showed that the cause is probably the mechanical stress during the application of the turning aid. The inspection showed also damage near the is-1 connector pin, where a twisted inner conductor helix as result of excessive mechanical strain was later detected. The analysis showed that overrotation of the screw mechanism should be considered as the cause. In summary, cuts were found in the insulation. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 4 weeks, the rv lead was oversensing, but no shock was delivered. Upon revision, the physician had accidentally cut into the lead, and it had to be explanted. It was also reported that no irregularities were found after performing a provocation test. Impedance and sensing values were within normal range. No worsening of the patient's health was reported.